Manufacturer narrative:
This follow-up is being submitted to correct data in field d4 catalog number (from 07k76-26 to 07k76-25) and d4 lot no(from unknown to 18611ui00).

Manufacturer narrative:
Section d4 was updated to include the expiration date. Section h4 was updated to include the device mfg date. After further evaluation the catalog no in section d4 was update from 07k76-26 to 07k76-25, the lot no in section d4 was updated from unknown to 18611iu00.

Manufacturer narrative:
H6: health effect impact code: f26. H6: component code: g01003. D8: was this device serviced by a third party? No. The complaint investigation for falsely elevated architect prolactin results included a search for similar complaints, and review of complaint text, trending data, labeling, and device history records. In-house testing of reagent lot 18611ui00 was completed. Return testing was not completed as returns were not available. Trending review did not identify any trends for the product for the complaint issue. Device history record review on lot 18611ui00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In house accuracy testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect prolactin assay, lot number 18611ui00 was identified. Section d3 suspect medical device was updated including the phone number, email, and fax number.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect prolactin results when compared to the cobas 8000 for one patient. The following data was provided reference ranges: architect 22 to 406 miu/l, cobas 8000 128 to 636 uiu/l): (B)(6) 2020 sid 9772 initial result = 842.06 miu/l, (B)(6) 2021 sid 6775 initial result = 759.32 miu/l, repeat on 26jan2021 = 786.48 miu/l, (B)(6) 2021 patient went to another hospital and had test completed on cobas 8000 = 354.93 uiu/ml no impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields with data that had previously been provide. There is no change to the content of the data.